Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. The non-penumbra microcatheter was ovalized approximately 81.5 and 100.0 cm from the hub. Conclusions: evaluation of the returned pod pc revealed an undamaged, functional device. During functional testing, the pod pc was advanced through the non-penumbra microcatheter without an issue. The reported complaint could not be confirmed. Evaluation of the returned non-penumbra microcatheter revealed ovalizations. The root cause of these damages could not be determined; however, this damage may have contributed to the resistance experienced during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing the pod pc through the middle of the microcatheter. Therefore, the pod pc was removed. The procedure was completed using nine non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.